Event description:
It was reported that during routine maintenance cs100 intra aortic balloon pump (iabp) device experienced an automatic inflation malfunction, rendering the device unusable. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.